Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that this pacemaker battery appeared to be depleting more quickly than expected. Data analysis confirmed this observation. The pacemaker was subsequently removed and replaced. No additional adverse patient effects were reported. This product has been returned and analysis has been completed.

Event description:
It was reported that this pacemaker battery appeared to be depleting more quickly than expected. Data analysis confirmed this observation. The pacemaker was subsequently removed and replaced. No additional adverse patient effects were reported. This product has been returned for analysis. This report will be updated, upon analysis completion.